Event description:
It was reported that the customer experienced recurring occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump due to ongoing issues.